Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), it was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The valve was deployed post-bav into a horizontal aorta. During the procedure, pacing was lost during deployment, and the valve ended up seated too high 0:100% ventricle: aorta with severe pvl. A second valve was deployed inside the first valve in a more ventricular position. Result was good with no pvl and lbbb which resolved without further intervention.

Manufacturer narrative:
The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. As the valve malposition and paravalvular leak were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for valve malposition and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and/or medical report. No potential manufacturing non-conformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. As reported, "during procedure, pacing lost during deployment, valve ended up seated too high 0:100% (ventricle: aorta) with severe pvl". The loss of pacing during the valve deployment could lead to unstable valve deployment resulting in thv malposition. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Several procedural and patient factors including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing can contribute to pvl. As reported, "during procedure, pacing lost during deployment, valve ended up seated too high 0:100% (ventricle: aorta) with severe pvl". In this case, it is likely that the malposition of the valve may have compromised the seals between the valve and targeted location leading to pvl. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event.